Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the needle plunger, anterior cuff, posterior cuff, link, posterior needle, and the monofilament were not returned, which limited the scope of the report. Based on the investigation, the root cause for the reported event could not be determined or confirmed. It was reported that the patient was morbidly obese and deep tissue tract. The perclose proglide smc device instructions for use state under special patient populations, the safety and effectiveness of the perclose proglide devices have not been established in patient populations who are morbidly obese (body mass index less than 35 kg/m2). However, whether the patient anatomy contributed to the reported experience could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (morbidly obese patient). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after placing the device in the artery, bleeding occurred around the device sheath. An attempt was made to deploy the device but after needle plunger removal, bleeding became excessive. A guide wire was inserted, the proglide was removed over a guide wire, and an attempt was made to control the bleeding by upsizing the procedural sheath from a 6f to an 8f, but excessive bleeding continued around the sheath. A cut-down into subcutaneous tissue was made and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.